Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid (hydromorphone) (2 mg/ml at 0.4863 mg/day) and bupivacaine (15 mg/ml at 3.647 mg/day) via an implantable pump. It was reported that a dye study performed and cerebrospinal fluid (csf) aspirated successfully but contrast was not seen in the catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. A catheter revision to be scheduled. The issue was not resolved at the time of the report. The healthcare provider had no further information to provide. Additional information was provided from a healthcare provider via a company representative stated that when pushing dye into the catheter access port (cap) chamber of the pump, a dye was not seen in the catheter on x-ray. The catheter was not revised but the pump was replaced on (B)(6) 2026 and a dye study was normal. There were no complaints against the catheter. The issue was resolved after the pump replacement.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no significant anomaly ¿ pump motor o-ring wear.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.